Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument jaws would not open, an investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip. The handle of the grip was found to be bent keeping the instrument from opening fully. Excessive bio debris was also noted which can cause the instrument to be stuck closed. Common causes of the failure mode bent instrument grips -tips are typically attributed to the user. Bent grip with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additionally, the instrument was found to have a frayed grip cable at the distal end common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of the force bipolar instrument would not open while grasping tissue, requiring intervention. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. The surgeon reported the force bipolar instrument jaws would not open and was currently containing hernia sac tissue and stated the wire was broken at the pulley. The clinical sales representative (csr) then instructed the site to press the emergency stop button and to use the immediate release key (irk). The scrub technician reported that with the quarter turn of the irk, the shaft of the force bipolar instrument was also turning, and as a result twisting the perineum of the hernia sac tissue with it. The surgeon then tore the hernia sac tissue from the jaws of the force bipolar to release the contained tissue free. The tissue was repaired with a 3-0 vicryl suture in a figure eight sequence. No bleeding occurred due to the event. It was noted that the instrument did not look fully functional at the initial use but did pass the engagement sequence and did not produce any system errors. The surgeon believes the instrument was broken prior to use. The force bipolar instrument was then bent to allow removal from the trocar. The surgeon then opened a new force bipolar instrument and finished the procedure robotically without any further complications. The patient is reported to be stable.